Event description:
The customer stated that an initial cbc was run ((B)(6) 2011) on the patient with hgb=23.1 g/dl and hct=60.2% the other parameters were: rbc=7.26x10e6/ul, wbc= 6,100/ul, platelet=59,000/ul. The sample was repeated with the following results: hgb=21.0 g/dl, hct=61.3, rbc=6.54x10e6/ul, wbc=8,400/ul, platelet=132,000/ul. The patient was sent to another office and a new sample was collected on (B)(6) 2011 with the following results: hgb=15.0 g/dl, hct=45.5%, rbc=4.84x10e6/ul, wbc=13,200/ul, platelet=188,000/ul. A therapeutic phlebotomy procedure was to be performed on the patient but when the hct results of 45.5% were seen it was cancelled. Physician notes indicate that no phlebotomy occurred. There was no injury reported.

Manufacturer narrative:
(B)(4): (test result), (incorrect or inadequate test result).

Manufacturer narrative:
Review of customer data. Sampling issue. The data submitted by the customer to aid with the investigation suggested that the issue was of a pre-analytical nature with the subject sample, possibly due to mixing and handling post draw. The cell-dyn emerald system operators manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified related to the customer's issue. The investigation did not identify a product deficiency.